Manufacturer narrative:
The reported event was confirmed as visual examination of the returned product identified that the impactor pad was fractured and had nicks and gouges indicative of repeated use. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an instrument was returned fractured. No additional information is available at this time.